Event description:
Upon completion of a routine canaloplasty procedure, the surgeon noticed an approximate two clock hour descemet's detachment just to the right of the goniotomy site. The dd happened just as the doctor started the initial retraction of the catheter. The doctor put a 50% air bubble into the ac without trying to clear the ovd from the pocket of the dd with a partial thickness paracentesis. The surgeon then closed the wound. The dd did not appear to be within the visual axis.